Manufacturer narrative:
D4 unique identifier (UDI) for crx 18: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Momentary squeeze (ms) pump was microscopically inspected, and it was found that the tubing was cut down to the pump block. Ms pump passed the leakage test and functional testing. Based on this investigation a clear probable cause for the event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for crx 18: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.